Event description:
The screws went 2/3 of the way into the bone and they stripped one thread below the heads of the screws. The heads and one thread popped off the screws.

Manufacturer narrative:
We have received a couple of complaint reports with an email from our distributor (B)(4) 2014. To get more information we sent a response with some questions and the reminder that such complaints must be reported earlier because aap as the manufacturer has to report within 30 days. We have received the information that it will not be possible for our distributor to get more information. It is not known if fragments of the screws remain in the patient.